Event description:
It was reported that during a radical prostatectomy procedure, the trocar leaked gas. The surgeon tied gauze around sleeve of trocar however, pneumo was still lost. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.